Manufacturer narrative:
Results: the indigo system catrx aspiration catheter (catrx) was fractured approximately 24.5 cm from the hub. The device was kinked approximately 23.0, 26.5, 38.0, 45.0 and 88.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a fractured hypotube and revealed kinks along the hypotube. If the device is forcefully mishandled while advancing against resistance, damage such as kinks may occur. If a kinked device is further manipulated, the kink may worsen into a fracture. Some of the observed kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The catrx was unable to be functionally tested and the guidewire identified in the complaint was not returned for evaluation; therefore, the root cause of the inability to advance the catrx over the guidewire could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions: the investigation findings do not lead to a clear conclusion about the cause of not able to advance.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system cat rx kit. During the procedure, while attempting to advance the indigo system catrx aspiration catheter (catrx) over a guidewire, the catrx was unable to advance; and consequently, the catrx became broken. The catrx was then removed and the procedure was completed using a stent. There was no report of an adverse effect to the patient.